Event description:
It was reported that this left ventricular (lv) lead was exhibiting intermittent loss of capture (loc). This lead remains in service. No additional adverse patient effects were reported.